Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver data log was downloaded and errors related to the complaint were not observed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient did not report any injury or medical intervention.